Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a clinical procedure, a faradrive steerable sheath was selected for use. It was noted a continuous formation of air bubbles inside the sheath. No patient complications reported. The procedure was completed successfully. Product return is not expected.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a clinical procedure, a faradrive steerable sheath was selected for use. It was noted a continuous formation of air bubbles inside the sheath. No patient complications reported. The procedure was completed successfully. Product return is not expected. It was further reported that the issue was noted when during positioning of the farawave catheter in left atrium, bubbles were observed during aspiration. During aspiration. Guidewire of the farawave was close to the tip. The procedure was an atrial fibrillation ablation. The method of irrigation used for the sheath was pressure bag. The device was sent back to the sponsor.